Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer stated that she believed that the infusion set tubing had been blocked, leading to the high blood glucose and hospitalization. The customer's blood glucose was 575 mg/dl, and the customer's most recent blood glucose was 300 mg/dl. The customer complained of vomiting and treated with manual injections. The customer did not observe any other significant events leading to the hospitalization. She stated that she was not wearing the insulin pump at the time of admission and had taken it off for 4 to 5 hours beforehand. She stated that she felt as if the issue had already been resolved and declined troubleshoot assistance for the matter. She requested assistance with the priming procedure and was walked through the fill prime phase.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.